Manufacturer narrative:
The insulin pump was received with extra segments/ghosting display due shorted lcd driver board. The device had cracked case at display window, minor scratches on the lcd window, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the screen on the insulin pump was fading. The reservoir icon on the display is not showing her the full amount of insulin in her reservoir, same with the battery icon. Customer noted the device seems as it's fading out and then it will come back to normal. Customer had received a new battery cap and issues are still occurring. Customer's blood glucose was unknown. Customer had also noted a crack on the screen. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.